Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's programmer and device could not connect to put system into MRI mode. The patient had an appointment recently to get their implant jump started. The caller noted the patient seemed confused and could not remember time line. There was a note for (B)(6) 2020 that talked about possible battery replacement for a prime battery. No symptoms were reported. Additional information was received. It was reported there was damage to the battery making it difficult to hold a charge. It was jump started twice so they could have an MRI done. The plan was to switch out for one that the patient did not have to charge. It was noted the patient's implant was difficult to charge and that was why the patient asked to have it switched out for one that they didn't have to charge.